Manufacturer narrative:
Results and conclusions: (root cause of the event could not be determined). (Death). (No results available since no evaluation performed). (None). Device not returned for evaluation. (B)(4).

Event description:
Physician implanted 2 endeavor drug-eluting stents and 1 non mdt stent to a lesion in the rca. Another unknown stent was also implanted in the rca and there was 1 non-mdt stent implanted in the lcx. Approximately 23 months later the patient expired, cause of death is unknown.